Event description:
It was reported the pt received coverage in unintended areas and knee pain when stimulation was on. The pt began to experience issues after receiving a replacement ipg. The ipg replacement was reported under MFR. Report#: 1627487-2013-24420. As a result, the pt's lead was explanted and replaced (with a different model). The replacement lead was also implanted at a new location. Surgical intervention resolved the pt's issue (s).

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.